Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The event was reported to have occured before use. The hospital representative stated they have no record of any patient incident involving the pump since the last co service event and no patient injury reported. Though requested, no addition information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.